Manufacturer narrative:
The investigation for the purge leak has been completed. Impella 5.5 was returned for evaluation. Upon visual inspection, dried dextrose was present around purge sidearm retainer. No damage to sidearm retainer was noted. Pump was returned cut along the catheter but still able to purge. Pump was connected to the console and purged for a few hours in attempt to reproduce reported purge leak in sidearm. The purge leak in the sidearm reproduced with purge fluid pooling in the sidearm retainer and leaking out of retainer seams. The sidearm retainer was removed and the purge sidearm was wiped down to remove any excess purge fluid. Upon further examination of the purge reservoir, purge fluid was present within the clear plastic retainer ring of the reservoir. No data logs were returned for evaluation. Clinical details noted that the a purge leak was seen in the field at the sidearm and fluid was pooling in the sidearm retainer. No change to purge pressure or flow rate were noted and motor current remained stable. The amount of fluid pooling in and around the purge sidearm was noted to be fluctuated throughout support. The root cause of the purge leak was most likely due to a damaged sidearm reservoir. Added d9 device return date.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system: section: cleaning: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. While on support, a leak was confirmed near the pressure reservoir in the purge fluid line. Fluid accumulated inside the side arm retainer and was also leaking to the outside. The amount of accumulated fluid increased and decreased, and new fluid had been visually confirmed to be coming out. There was no significant change in the purge pressure or purge flow rate, and no change in the motor current consumption. No visible damage was found. No patient harm was reported.